Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that when the tank was manually purged, bubbles were positioned in the integrated tubing without the possibility of aspirating them. This put the pump on alarm "air", and even the purge of the pump could not get these bubbles out. The nurses prepared the treatment again in a new cassette. This occurred 2 times with lot: 6005593. There was unknown patient involvement, and no harm/adverse event reported.